Event description:
A complaint was received regarding a scan of lo (less than 40 mg/dl ) while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced feeling tired, pain all over, and nausea and treated wtih glucose. The customer made contact with a pharmacist and a blood glucose test of 155 mg/dl was obtained on the hcp meter, compared to the scan of lo, which when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer was provided an injection of novolog insulin, "dolipran" and lemon water by the pharmacist for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a scan of lo (less than 40 mg/dl ) while wearing the adc device. As a result, on 05 jun 2022, the customer experienced feeling tired, pain all over, and nausea and treated with glucose. The customer made contact with a pharmacist and a blood glucose test of 155 mg/dl was obtained on the hcp meter, compared to the scan of lo, which when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer was provided an injection of novolog insulin, "dolipran" and lemon water by the pharmacist for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.